Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose of 38 mg/dl. Customer treated for low blood glucose with food. Customer has been using the insulin pump within 48 hours of low blood glucose event. Customer was not using automode feature at the time of the low blood glucose event. Insulin pump will not be returned for analysis.